Manufacturer narrative:
The incident product has just been received. We will provide follow up upon completion of evaluation.

Event description:
"Initially no clips administering. Then clips not properly clipping over vessel - not deploying correctly."